Event description:
On november 19, 2008, boston scientific corporation was informed that during a colonoscopy, the spike on the forceps was turned on ninety degree angle and the head was tilted. This issue occurred with two devices. The procedure was completed with another of the same device without any patient complications. Patient is "fine". Note: this report is for the first of two devices used in same procedure. Please refer to MFR#3005099803-2008-07286 for other related report.